Manufacturer narrative:
During failure analysis the customer's complaint was confirmed; the device overheated during performance testing. Visual investigation revealed worn/damaged motor, rotor, driveshaft and other component parts. The damaged parts were replaced, preventative maintenance done and the device was returned to the customer.

Event description:
The core impaction drill was sent in for eval due to overheating during a procedure. Another device was used to complete the procedure; there was no other adverse event.